Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or defects. Functional testing was able to confirm the reported leaking failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that after the patient replaced the tube, the tube began leaking past the filter. The tube was immediately replaced. The event was resolved. There was no interruption of therapy, no patient injury, and no medical intervention required.

Manufacturer narrative:
Initial reporter phone (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.